Event description:
It was reported that during a tka, one (1) genesis ii cruciate retaining articular insert size 3-4 9mm broke during cementing/setting. All pieces were removed with pick ups and nothing was left in the patient. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
B5: describe event or problem, d4: lot number and h6: health effect - impact code. Section h3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, this case reports a genesis ii cruciate retaining articular insert size 3-4 9mm broke during cementing/setting. Per the report, all the broken pieces were removed with pickups and nothing was left in the patient. No other clinical information was provided. According to the report, the procedure was completed after a non-significant delay, with a smith+nephew back-up device. It was reported the patient was not injured as consequence of this problem and no further harm is anticipated. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone, this has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification it shall control the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) as ram-extruded gur 1050 rod and compression-molded gur 1020 rod and plate. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include surgical technique or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B1: adverse event and/or product problem, b2: outcomes attributed to adverse event, h1: type of reportable event , h5: labeled for single use and h8: usage of device

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, one (1) genesis ii cruciate retaining articular insert size 3-4 9mm broke during cementing/setting. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.